Event description:
A surgeon reported having issues with tracer registration. The surgeon confirmed that the 3d model appeared acceptable and had no scatter. The site was able to register successfully with point-merge and had a predicted accuracy number under five. Moving to navigate they were asked to verify accuracy by touching anatomical landmark on the pt. The site reported that they felt inaccurate and believed they were 3-4mm off. The procedure was completed without the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.